Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.

Manufacturer narrative:
Event site full name: (B)(6). Due to character limitation (e1) a gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.